Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014 at 11:30am, he obtained a result on the subject meter that he felt was inaccurately high in comparison to results obtained on another meter. The patient could not specify the results obtained on either meter. The patient detailed that he manages his diabetes with an insulin pump and adjusted his insulin pump dosage in response to the alleged issue. The patient detailed that on (B)(6) 2014, after the alleged inaccuracy, the patient ¿passed out¿ and that at ¿noon to 1:00pm¿ the emergency medical services (ems) were called who done a blood glucose test on the patient which gave a result of ¿52mg/dl¿, treated him with IV glucose and brought him to the emergency room. During troubleshooting the cca noted that an approved sample site was used and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported because, the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy and received medical intervention from a healthcare professional.

Manufacturer narrative:
Follow-up # 1 ¿ (02/27/2015). The patient¿s test strips have been returned on 2/17/2015 and evaluated by lifescan product analysis on 2/17/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.